Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a deformed distal end. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: white contamination in the air/water cylinder and tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: the suction cylinder had discoloration, the forceps channel port had corrosion, the grip was shaved, uc holder had corrosion due to water leakage, the control unit was dirty due to water leakage, the mount had corrosion due to water leakage, the flexibility adjustment ring had corrosion due to water leakage, the label on the suction connector was damaged, due to a scratch on the objective lens the image had dark area partially, the objective lens had a scratch, the bending tube was deformed, the connecting tube was snaking, the universal cord was deformed and a third party repair had been performed, the adhesive on the bending section cover rubber had a crack and a third party repair had been performed on the bending section cover adhesive, the light guide lens had a crack and a third party repair had been performed on the light guide lens, the bending section cover rubber had cut and a third party repair had been performed on the bending section, cover, the scope cover had a crack and a third party repair had been performed on the suction cover, and due to damage switch 1 did not work and a third party repair had been performed on switch 1. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.